Event description:
It was reported that the user had recurrent hypoglycemia while using the ilet, associated with announcing meals as ¿less than,¿ and was instructed by a clinician to announce meals as usual and wait four hours between announcements; a factory reset was performed and the system was reconnected to the app, with dexcom sensor 2721 in use. Symptoms included low blood glucose down to 40 mg/dl without loss of consciousness or other acute sequelae. Outcomes included transient effects and no medical intervention, hospitalization, or use of backup therapy. Investigation included technical troubleshooting, device education, and a factory reset. Investigation of this case revealed use error related to meal announcement behavior leading to insulin dosing that contributed to hypoglycemia. It was concluded that the device performed as designed and the event was related to user operation and training. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.